Event description:
Patient reported the inner thread of the battery compartment of the infusion device is used and the display is "striped." No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and returned for evaluation. Preliminary evaluation revealed the display window was scratched due to a mechanical impact; therefore, the display is no longer fully readable in the area where therapy-relevant information is displayed. The inner thread of the battery compartment meets the specifications. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.